Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to remove the catheter appears to be related to operational context. In this case, it is likely that the guidewire, was the cause for the reported difficulty removing the catheter from the guidewire. In this case, it is likely that the employed guidewire became damaged during use, which caused the reported difficulty to remove the catheter from the guidewire. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
The dragonfly opstar imaging catheter was used during the procedure. However, the monorail of the catheter became entangled with the balance middleweight (bmw) guide wire and therefore, the imaging catheter and guide wire were removed together. A new bmw wire was inserted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.